Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an operator erron in programming the device. In 2004 at 0230, the pump was programmed by the night shift nurse in the dose calculation mode to deliver 25,000units of heparin in 250ml with a dose of 10 units/hr at a calculated rate of 0.1ml/hr instead of the intended dose of 1000units/hr at a calculated rate of 10ml/hr. At an unspecified time, the day shift nurse noted that the patient's partial thromboplastin time (ppt) was 39 seconds. The nurse reportedly reprogrammed the device to deliver a dose of 12 units/hr instead of the intended rate of 12ml/hr. At 1800, the pm shift nurse again noted that the patient's ptt was "subtherapeutic." At this time they noted that the device had been programmed incorrectly and reprogrammed the4 device to deliver at a rate of 14ml/hr. There were no reported adverse patient sequelae. The device was removed from clinical service at 2100 and the therapy was resumed using a replacement device. Though requested, no additional information was provided.